Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest on their chest and back. It was described as red and itchy, and that it was bleeding from him scratching it. There was no alleged device malfunction contributing to the irritation. Patient was in the hospital and ointment was being applied by nurses. There are no indications that the patient was in the hospital due to the rash or that the stay was extended. Follow up indicated that the skin was healing.